Event description:
See also manufacturer report # 3004209178201007457. It was reported that the patient experienced a loss of therapeutic effect. Beginning on (B)(6) 2010, the patient did not want to open the eyes, and was not walking as well. The patient went to the hospital on (B)(6) 2010, because the patient's "oxygen was low." It was unclear whether the "low oxygen" was related or whether the patient was admitted to the hospital, at that time. The patient's symptoms began following some type of environmental exposure. On (B)(6) 2010 and (B)(6) 2010, the patient received "vital stim therapy" on both the right and left side of the patient's adam's apple, "up to lip of chin." It was noted that the therapy was applied at a higher setting, for one hour, at the last session. The patient also had "vital stim therapy" for the six weeks prior to the end of (B)(6) 2010, with no changes in the patient's therapy noted at that time. No further details, patient's symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be field if additional information becomes available.

Manufacturer narrative:
(B)(4).